Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Initial surgical procedure used: l4/5 transforaminal lumbar interbody fusion(tlif) pre operative diagnosis for this procedure(revision surgery): cage backed out type of procedure used(revision surgery): cage removal levels implanted: l4/5 it was reported that on unknown date, post-op, cage backed out. Patient underwent revision surgery for cage removal.

Manufacturer narrative:
Product analysis results: visual and microscopic inspection revealed deformation to the body of the implant. The threads that connect the spacer to the inserter have been stripped. It appears the threads were overloaded during the installation process. There does not appear to have been a failure of the spacer. If information is provided in the future, a supplemental report will be issued.